Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving morphine with concentration 30 mg/ml at a dose rate of 0.499 mg/day via an implantable pump for non-malignant pain. It was reported the physician received a voice message from the patient that her pump was acting up and a code of 8476 regarding motor stall was noted on her personal therapy manger (ptm). It was reviewed at the time of the report to bring the patient into their office and check the logs to confirm if electromagnetic interference (emi), magnetic resonance imaging (MRI) or if magnets were present during the stall. The physician thought it was unlikely an MRI but could not confirm. The physician was to call the patient back to have the patient seen as soon as possible in their office. No patient symptom was reported. The date of the event was unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.